Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/17/2014 with the following findings: the pump was able to power on with no observed power issues. The battery cap was able to fully tighten to the pump and measured within specifications. A power loss was not duplicated during investigation. The battery compartment was intact. There were unexplainable pump reboot events observed in the pump¿s black box on (B)(6) 2014 and (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No intermittent power events were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Unrelated to the alleged power issues, the pump powered with the returned battery cap to a dim discolored display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.